Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance and stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 3.25x15mm xience alpine stent delivery system (sds) failed to cross. The sds was removed; however, the stent was not on the balloon. No additional information was provided.